Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump received the reported condition of failure code 808:02. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is a colleague p1.5 with 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The assignable cause was determined to be defective pump head module of ch a. The phm was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.